Event description:
It was reported that during a procedure for prolapse and hemmorhoids, it was reported by doctor that the instrument was closed and the orange indicator was dialed down past the small b. He reported that incomplete donuts were formed and some of the staples were malformed. There was no pt consquence. The case was completed with another device of the same product code.